Event description:
As mentioned, the infants needed glucose bolus and treated with anticoagulant because of thromboses, could you please provide more pt information, how many of them had to be treated. And patient status after immediate intervention/medication put on patient. I cannot provide you with patient information because of hippa.

Manufacturer narrative:
Investigation summary: 9 samples were received and tested by our quality team. The received samples were all visually analyzed for defects then underwent infusion of saline to detect leaks. There were 3 sets with no issues even when a leak was attempted to be forced under high pressure injection of saline with a syringe and there were 6 failed mz9270 sets for leakage. The leaks were observed just after the filter where the tubing is inserted into the filter piece during assembly. The manufacturing team was contacted and they have confirmed that this failure was due to improper following of solvent (glue) application by the operator at the manufacturing plant. There has been a quality alert initiated to ensure proper application of solvent to ensure this failure does not occur with sets made in the future. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ extension set, minibore, trifuse was leaking. Report 5 of 6 the following was reported by the customer: verbatim: continues to have a leak on triphuse at the max zero connection. Continues to have a leak on triphuse at the max zero connection. Yes, this time it¿s bad, baby had occlusion because of blood clot, loss the line, and hypoglycemia which needed to be treated. Now they using stop cock again. It¿s not good we are putting this baby at risk for infection with the leaky connection. Additional info from customer: ((B)(6) 2023) the following answers to your questions: can you provide the number of occurrence? This happens more frequent recently, so far we collected 5-10 defective trifuse. Are you able to identify the batch number? We are unable to save the lot or batch number due to the reasons that the packages were thrown away. Also the incidents were noticed 2-4 hours after changing the trifuse. We routinely change our trifuse every 3 days. Was there any adverse event occurred? Yes. The infants have hypoglycemia, and one central line catheter was occluded due to blood clot because there were not enough fluid running to the line. Is there any patient harm, injury, or negative outcome that has not already been discussed? More importantly, we are risking these infants to infection because of the leakage from the line. Did the event interrupt treatment, or cause a clinically significant delay in treatment, that negatively impacted the patient? If yes, please provide details. Yes. The patients needed glucose bolus and treated with anticoagulant because of thromboses. If medications were infusion, or planned to be infused, please provide the names of the medications. The patient were getting continuous drip, paralyzed, and antibiotics. Hope above answers help you with this investigation and a prompt response will be appreciated. In regard to hypoglycemia, we have 2 babies treated with glucose boluses, 1 baby treated with lovenox, and 2 patients' trifuse were replaced with stopcock because the patients were not getting enough medications (dopamine, dobutamine, and hydrocortisone drips) because of the leak age.